Event description:
The facility representative reported to baxter that they could not flush the port of a three lead extension set. This occurred on the non-filtered port of the two-way connection. The nurse was attempting to prime and also tried to push saline with a 3cc syringe, but the port would still not flow even with force applied. There was no report of patient involvement, patient injury, or medical intervention in association with this event. There is no additional information.

Manufacturer narrative:
(B)(4). The sample is reported to be available for evaluation. If the sample is received or additional information becomes available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). Two samples were available for evaluation. A visual inspection did not reveal any defects. A functional test at 8 psi was performed revealing a block in the female luer lock. The reported condition is confirmed. The root cause is not identified.

Manufacturer narrative:
(B)(4). Additional information: a batch review was conducted and no issues were found related to the reported condition during the manufacture of this lot.